Event description:
The consumer reported that they had neck pain and the healthcare provider thought it was related to the implant. The patient stated that the pain was located where her stimulator was implanted which was clarified that it was not where the stimulator was actually located but higher up at midback. The patient noted that the pain bothered her all the time whether her stimulation was on or off and her range of motion was limited. The patient reported that she had a CT scan and the healthcare provider wanted to do an MRI to check for infection. The indications for use were failed back surgery syndrome and spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.